Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up on (B)(6) 2018. Upon review, the right atrial lead exhibited no capture. A chest x-ray was performed on (B)(6) 2018 which noted right atrial lead dislodgement. The lead was explanted and replaced on (B)(6) 2018. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.